Manufacturer narrative:
Continuation of medical devices: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the ins site was infected. The first implant got infected. The caller said the hcp implanted it in fatty tissue and it wouldn't heal. The infection was confirmed. The caller believed the infection was discovered in (B)(6) 2018. The entire system was explanted on the same day the infection was discovered. No further complications were reported.